Event description:
Healthcare professional (hcp) reports one cracked arterial header noted along the threads of the CT 190g dialyzer during pt use. New disposables used to continue the treatment without incident. Estimated blood loss = 250cc. The dialyzer was reused 39 times prior to this reported event. Hcp reports no pt injury or need for medical intervention.